Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Corrected information in d2a, h6.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported that during their safety check lipid fluid found to be leaking from the clave between the lipid tubing and the syringe loaded on the medication pump. It was based on the visible pooling of fluids on the pump, the leaking suspected to be ongoing for at least a few hours. All connections were tightened, and no visible cracks were seen, but the fluid was still leaking. The new tubing and syringe were hung, and no leaking was seen after the change. There were patient involvement and no patient harm reported.